Event description:
During baxter's eval, it was found that a spectrum pump experienced a delayed keypad response. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval experienced a delayed keypad response, caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced.